Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 73 mmol/l and current blood glucose value was 9 mmol/l. Customer reported that they alleged insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature not was active at time of high blood glucose event. The customer was treated with intravenous insulin. The insulin pump will not be returned for analysis. Unomed set.